Event description:
(B)(4). The provider states the unit will intermittently alarm. She states when she puts the rental out with a patient, shortly after she receives a call regarding the alarming. The unit has 2882 hours on it.